Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and completed the coiled cable fsca and completed a full system test. Fse recommended that the compressor be replaced, which the getinge trained in-house biomed will be completing. Also found multiple technical code #139 and replaced the power management board as a courtesy. The final testing and release will be completed in-house by the biomed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h11.

Event description:
N/a.

Manufacturer narrative:
(B)(4). 3004753838-2024-204872 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.